Event description:
It was reported that pump experienced malfunction alarm displaying malfunction code that caller had not previously reset. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset procedure, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction returned, which caller acknowledged and understood.